Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and revealed no anomalies. The physician suspects fibrous tissue to be the cause. The physician did not allege a malfunction on the lv lead. The event was resolved by capping and replacing the lv lead. The patient was in stable condition.